Manufacturer narrative:
An event of explant following diagnosis of endocarditis was reported. Gross morphological and histopathological examination found cusp 3 was fibrotically thickened and torn, cusp 1 had been partially removed, and the outflow surface of cusp 1 contained fibrous pannus ingrowth and focal thrombus on its base. No acute inflammation or significant calcifications were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
In (B)(6) 2016, a 21mm epic supra valve was implanted. In a (B)(6) 2017 follow-up echocardiogram there were no abnormal findings detected. The patient had a dental procedure post-implant and also developed rheumatism which was treated with steroids. Recently, the presence of cardiogenic cerebral infarction was confirmed. Infective endocarditis was diagnosed and surgical intervention was scheduled. On (B)(6) 2018, this valve was explanted and a non-abbott valve (freestyle tissue valve, medtronic) was implanted. The patient has been in stable condition postoperatively. As the surgeon has denied any intraoperative infection it is assumed that the patient was likely infected from another site.

Event description:
In (B)(6) 2016, a 21mm epic supra valve was implanted. In a (B)(6) 2017 follow-up echocardiogram there were no abnormal findings detected. The patient had a dental procedure post-implant and also developed rheumatism which was treated with steroids. Recently, the presence of cardiogenic cerebral infarction was confirmed. Infective endocarditis was diagnosed and surgical intervention was scheduled. On (B)(6) 2018, this valve was explanted and a non-abbott valve (freestyle tissue valve, medtronic) was implanted. The patient has been in stable condition postoperatively. As the surgeon has denied any intraoperative infection it is assumed that the patient was likely infected from another site.